Manufacturer narrative:
The tech installed a new head cylinder to repair the bed.

Event description:
Info received indicates, after installing a replacement cylinder, the head section could not be lowered.